Event description:
Hosp advised that pump alarmed and a channel error occurred. Error codes 242.4010, 242.4030, 232.6020 were reported in the error log. These errors are indicative of a keypad issue, motor stall and high rate issue. There was no pt consequence.